Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Event description:
Reportedly ,during a routine follow up on (B)(6) 2014, the device was found in standby mode and re-initialized afterwards. Predicted longevity displayed by programmer was 21 years. The device was re-interrogated afterwards and predicted longevity displayed as 4 years and 1 month.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly ,during a routine follow up on (B)(6) 2014, the device was found in standby mode and re-initialized afterwards. Predicted longevity displayed by programmer was 21 years. The device was re-interrogated afterwards and predicted longevity displayed as 4 years and 1 month.